Manufacturer narrative:
The three additional proglide devices referenced are filed under separate medwatch report numbers. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, no suture was present when the proglide plunger was removed with all four proglide devices. The evar procedure was completed and hemostasis was achieved with a non- abbott device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.